Event description:
Primary stability achieved, no osseointegration. Peri-implantitis, fistula, inflammation, mobility. Bone graft was made. Bone width was not enough. Patient came back after 8 weeks, wound was open and implants were loose. All bone graft was infected. Implants were removed, bone cleaned, new sutures. Same patient as (B)(6).